Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Product location unknown.

Event description:
Information was received based on review of a journal article titled, :factors that may lead to total knee arthroplasty failure: identifying covariates of greater impact and determining probabilities of revision", which aimed to investigate revision risk factors for patients who are candidates for a total knee replacement (tkr) and determines the probabilities of revision surgery for individual factors with greater hazard ratios or combinations of those factors. Eighty-two patients identified in the article were reported to have experience failure of the device due to alignment and poly thickness. There has been no further information provided and the patient outcome is unknown.